Event description:
It was reported that a spectrum iq infusion pump had a stuck keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available. .

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'keypad is stuck' was reproduced the second soft key from left works intermittently . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad, which will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.